Event description:
During a pci procedure of a mid lad lesion, the maverick2 balloon ruptured at 11 atms on the second inflation. The initial inflation was to 10 atms. A medikit introducer sheath, a launcher guide catheter, a bmw guide wire, and an everest inflation device were also used in the procedure. No pt injuries or complications were reported.